Manufacturer narrative:
Product investigation summary: the returned instruments were examined and the complaint condition was able to be confirmed as the protection sleeve was received lodged in a standard insertion handle. Significant galling was apparent on the inferior end of the handle¿s oblique hole, which likely resulted in the complaint condition. No definitive root cause was able to be determined; however, the failure mode is typically associated with rough handling and/or wear and tear. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The standard insertion handle and the protection sleeve are routinely used during the insertion of femoral and tibial nails including those in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system. The relevant drawings for the returned instruments were reviewed: insertion handle and protection sleeve. Design changes were implanted in november, 2005, july, 2012, and october, 2012 to ease the outer diameter transition in order to improve product performance and preserve product life of mating instruments. The outer diameter dimension of the returned device was compared to the drawing specification and was found to be within the tolerance (measured 11.97mm, specification 11.96-11.98mm). The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instruments¿ lot numbers with no complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined; however, the failure mode is typically associated with rough handling and/or wear and tear. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Additional product code: fsm. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR review , part number: 03.010.063 , synthes lot number: 4818407 , release to warehouse date: 04-feb-2005 mfg. Site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a demonstration outside of the operating room, a standard insertion handle and a protection sleeve became stuck together. There was no patient involvement. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).